Event description:
It was reported the patient could only use one program since implant; the other programs caused a burning sensation across the lower lumbar area. The burning sensation was due to the patient¿s small frame at (B)(6). Reprogramming and adjusting stimulation did not resolve the issue. The patient could not walk to the mailbox without the device. The patient was also taking medication for pain in addition to stimulation. One year later, the patient was experiencing a burning sensation at the device pocket, both with and without stimulation on. The patient also wanted more stimulation in their back. The patient¿s system was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-56, lot# v157693, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3888-33, lot# v159751, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The stimulation ins was functionally okay with insignificant anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.